Manufacturer narrative:
Suspect medical device, device manufacture date: pump: (B)(4), mfg date 10/26/2006, exp date 10/24/2011; balloon: (B)(4), mfg date 10/13/2006, exp date 10/10/2011.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 due to recurring incontinence. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump was implanted at the surgery. No patient complications were reported in relation with this event.